Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated. Date of explant is unknown.

Event description:
It was reported that the scs ipg was explanted for an unknown reason. Date of explant is unknown. No additional information is known.